Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a piece of plastic was observed to be peeled back at the tip of the mapping catheter. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least five applications were performed with catheter 2af284 / 43949 without any issue on the date of the event. No product was returned for analysis. Visual inspection of achieve mapping catheter 2ach20/10974789 showed the device¿s shaft had partly torn off before tip. Further visualized under the microscope revealed the catheter pebax tube was peeled off before tip. Mechanical verification of steering functioned normal. All the eight electrodes were available on the ring. In conclusion, the reported issue ¿the catheter tip plastic peeled back¿ was confirmed through testing. The mapping catheter failed the returned product inspection due to pebax tube peeling off. If information is provided in the future, a supplemental report will be issued.